Event description:
A pt sat down on the wheelchair which was not fully open. She placed her hand around the seat frame, and when it completely opened, her finger was caught. She suffered a laceration which required sutures to repair it.

Manufacturer narrative:
The incident involved a female pt who went to sit down on the wheel chair. Apparently, it was not open all the way. She placed her hand around the seat frame and sat down. When it fully opened, her finger was caught and she suffered a laceration. The laceration required sutures. No complications after the laceration repair were reported. The sample was evaluated. Warning stickers are found on either side of the seat frame cautioning the end user not to place fingers around the seat tubes. The owner's manual also states fingers should be kept way from pinch points under the seat tubes while opening the chair.